Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient's ipg was replaced and the patient was doing well postoperatively. The explanted ipg will not be returned.